Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: on investigation, the alleged moisture ingress issue was verified. The battery compartment was found to have cracked along the left side of the grip pad. A leak test showed leaks at the battery compartment and the display lens. Moisture intrusion was evident inside the pump. The pump powered up with auditory and vibratory features. Unrelated to the casing issue, a pinkish contrast was observed with the display screen. The keypad buttons responded intermittently. Removal of the cover found contamination under all the button contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that moisture was evident behind the display. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.